Manufacturer narrative:
An addition was made to b.2, b.5, and b.7. A correction was made to h.6: impact code.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transaortic tavr procedure with a 23 mm sapien 3 valve, the valve was deployed in the aortic annulus. On the same day of the procedure, an aortic dissection was observed. A thoracic endovascular aortic repair (tever) was performed. The cause of the aortic dissection was high blood pressure after sheath removal. No additional information was provided.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transaortic tavr procedure with a 23 mm sapien 3 valve, the valve was deployed in the aortic annulus. On the same day of the procedure, an aortic dissection was observed. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to limited information, a definitive root cause was unable to be determined at this time, and a conservative report is being sent since the outcome of the patient remains unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to d1, d4, h.6: impact code and clinical code. Updates to b.4, g.3, and g.6.